Event description:
It was noted that a presyncopal patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited loss of capture and high impedance. Lead fracture was suspected. During device interrogation in the clinic; the lead exhibited high capture thresholds in bipolar configuration and the patient experienced pocket stimulation in unipolar pacing. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.